Manufacturer narrative:
A medtronic representative went to the site to test the equipment on (B)(6) 2017. The representative reported that the hinge for the louver cover had broken, resulting in the damaged cover. To resolve the reported issue, the louver cover was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect cover has not been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the louver cover had become damaged. No information was provided on how the damage occurred. No additional information was provided. There was no patient present when this issue was identified.